Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes and the health care professional (hcp) was curious if they are true atrial fibrillation (af). Technical services analyzed available device data and agreed they are most likely just af episodes although sometimes there seems to be a little bit of oversensing. Troubleshooting and programming recommendations were provided. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.